Event description:
It was reported that the customer's insulin pump had missing chunks around the reservoir compartment. The customer's blood glucose was unknown. The customer was unaware of how the damage occured. The customer also stated that the insulin pump misread the amount of insulin when she was priming. The customer explained that the insulin pump detected that 12 units were being pushed out when, in actuality, only 3 units were. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.